Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead r-waves dropped 3-5 weeks after implant and several episodes of oversensing have been noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.